Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was missing pixels which led to an unreadable display. The customer's blood glucose was 250 mg/dl. A replacement pump was sent to resolve the issue.